Event description:
I had sientra textured implants put on (B)(6) 2015. October 2015 they were recalled. I was not aware of this and I have had nothing but serious illnesses, take effect over the last 4 years and no one could explain why. My left breast has had over 1000 cc of fluid removed. It is capsulated and the pain is horrific. I had swelling, bruising , rashes, vision loss, weight gain, pain and depression. I was put on disability due to my emotions and pain that could not be explained. Memory fog, forgetful, crying , chest pain, emergency gallbladder surgery, epidurals in my back for joint pain, headaches, the list is endless. Now after seeing 3 plastic surgeons they all said implants need to come out but insurance does not cover and now being on disability I can¿t afford $ (B)(6) to have removed.